Manufacturer narrative:
The customer was shipped a replacement purely yours breast pump on (B)(6) 2015. The customer was instructed to return the purely yours breast pump to ameda, inc for investigation. The customer was phoned twice and emailed once requesting product return. As of this date, the pump has not been returned to ameda, inc. A supplemental report will be filed if the pump is returned to ameda.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report the purely yours breast pump she began using after baby was readmitted to the hospital in (B)(6) 2015 did not express her milk sufficiently. Breasts were left full and clogged ducts developed. This resulted in right breast mastitis which was diagnosed by her healthcare provider in (B)(6) 2015. Mastitis resolved quickly once customer (mother) began rooming in with her baby at the hospital so baby could nurse frequently. She used a hospital grade breast pump and was prescribed oral antibiotics to resolve infection.